Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected which showed broken occluder legs beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging, this could damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set broke which resulted in the separation between the main body and the twist clamp (sleeve). This was observed during use of the device for peritoneal dialysis therapy; further stated as; "twist clamp breakage at the time of connection". There was no report of patient injury or medical intervention associated with this event. No additional information is available.